Event description:
It was reported that slip tip displaced from arterial line resulting in blood loss. The slip tip t-connector was a request by the (B) (6) anesthesia department to be a part of the pressure transducer setup. No patient injuries or complications were reported. Product was not returned as it was discarded.

Manufacturer narrative:
Device has not been returned for evaluation.